Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0244 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a segment of wire was found in the catheter after removal. No other information was provided.